Manufacturer narrative:
On(B)(6)2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a persistent atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath, small. The sheath was frayed after it was removed from the patient. It was reported that after going transeptal and removing the vizigo sheath, the end of sheath was frayed. The team replaced the sheath and the case continued without patient consequences. The damage did not result in wires being exposed or any lifted or sharp rings. There was difficulty and resistance inserting the sheath. No damage inflicted any harm on patient. The frayed tip is MDR-reportable.

Manufacturer narrative:
On 27-sep-2021, the product investigation was completed. It was reported that an unknown patient underwent a persistent atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath was frayed after it was removed from the patient. It was reported that after going transeptal and removing the vizigo sheath, the end of sheath was frayed. The team replaced the sheath and the case continued without patient consequences. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the tip of the vizigo sheath was in good condition. Microscopic examination of the tip revealed that the tip was in good condition. A device history record was performed for the finished device 00001703 number, and no internal actions related to the reported complaint condition were identified. The event described could not be confirmed since the device was found without issues. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).